Manufacturer narrative:
Due to character limitation in e1 initial reporter and the full initial reporter's name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had safety disk leak test failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse that encountered the issue stated that the membrane difference pressure reading was 7mmhg. The fse replaced the safety disk (0202-00-0140). The fse completed the pm with full calibration, functional testing, and electrical safety checks to factory specifications.